Event description:
1999 bilateral augmentation with mentor saline implants - n0 problems at all with implants. - no complaints. In 2006, now pt desires to have large implants. Pt underwent bilateral implant removal. Implants removed intact. Augmented with mentor silicone gel implants.